Manufacturer narrative:
(B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient that cannula is not working. Infusion set cannula/needle break during use. Infusion set was placed on abdomen for less then a day. She removed by twisting side to side. No further information was available.